Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her blood glucose was in the 400 mg/dl and 500 mg/dl range. The patient experienced nausea and stomach sickness, and the patient treated via insulin pump boluses. During troubleshooting the insulin pump passed the high pressure test. The insulin pump was returned for analysis due to damage to the dome sticker.

Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. The insulin pump was tested with liquid filled reservoir and no air bubble anomaly noted. The insulin pump had minor scratched display window. The drive support was inspected and no anomaly was noted. No missing the end cap sticker noted however, the end cap sticker was loose and shifted.